Event description:
It was reported that the tip of wand came off during procedure. Tip of wand could not be grabbed, surgeon decided to wash area out at length by saline until satisfied that it would have been cleared of the joint space and removed. Procedure was completed with the same device with no significant delay or patient injury.

Manufacturer narrative:
The device was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Therefore, visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence due to there is insufficient information to determine it. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment.